Manufacturer narrative:
(B)(4). Vanguard femoral component catalogue# 183008 lot# unknown. Vanguard bearing catalogue# 183441 lot# unknown. Biomet tibial tray catalogue# 141223 lot# unknown. Biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06762, 0001825034-2018-06764, 0001825034-2018-06764, 0001825034-2018-06892.

Event description:
It was reported a patient underwent right primary total knee arthroplasty. Patient was noted to have deep vein thrombosis in right lower extremity and possible pulmonary embolism requiring visit to emergency department approximately 7 days post operative. Patient was noted to have pulmonary embolism in right lower limb approximately 8 days post operative.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.